Manufacturer narrative:
(B)(4). Date sent: 12/8/2025 d4: batch # 461d28. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was returned with no reload present. Further evaluation found that the channel shroud was partially detached from the metal and the lock spring returned inside a plastic bag. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage on the channel shroud is consistent when the closing latch is opened beyond its stop position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 461d28, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the stapler linear cutter 75mm has malfunctioned their use. A spring has mismatched and the stapler has opened abnormally, rendering it unusable.

Manufacturer narrative:
(B)(4) date sent 11/5/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No, use of another device to complete the procedure. 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.